Event description:
Pacing cables did not open completely, several cables/lot numbers tried. Unable to insert post of pacing wire into the cable. After manipulation, surgeon forced it in. No unaffected lot numbers available in or, css, warehouse, or supplier. Cables able to be saved; given to value analysis department.